Manufacturer narrative:
(B)(4). This incident took place in italy. This case is considered as closed. If further information becomes available an update will be sent to the agency.

Event description:
(B)(4). This incident took place in italy. Device used for epidural analgesia during labor. Upon removal, there was an unexpected breakage of the tip approximately 11 cm from the end. A surgical procedure was performed to remove the terminal portion.